Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips remote service engineer (rse) provided a quote for repair to resolve the issue. The customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the device was damaged and had a broken speaker assembly. It is unknown if the device was in use at time of event, and there was no adverse event reported.